Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet user experienced alert 41 indicating an insulin shaft rewind error, could not complete a supply change, and requested to return the device after approximately one week of use; the user had been trained and also expressed dissatisfaction with daily cartridge changes. Symptoms included no reported adverse health effects. Outcomes included discontinuation of pump use and continued cgm monitoring. Customer care provided support that included device history review, verification of the alert in device history, user instruction on shutdown procedures, and arrangements for replacement and return. Investigation of this case revealed a device malfunction consistent with an insulin delivery mechanism fault associated with the pump¿s insulin drive system, with no patient injury. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.